Event description:
This is a solicited case report received from an investigator in (B)(6) on 23-nov-2015 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient medical included 2 children. Prior to insertion, during examination, her endometrium was hypertrophic and she had adenomyosis; her uterus was not retroverted. She also reported having menstrual pain. Essure was inserted on (B)(6) 2010. During the procedure, which lasted 5 minutes, no anesthesia was applied; she was pre-medicated with analgesics. The catheter insertion was easy on both sides. However, the physician had difficulties with visualization on the right side. Bilateral placement was achieved but the patient experienced pain during insertion. On (B)(6) 2011, radiography was done and showed asymmetric devices and 4 markers well placed only on left side. An ultrasound was also performed and showed the inserts from the cavity to the horn only on the left side. The diagnostic of control examination was good insert position on left side and bad position on right. On (B)(6) 2011, a second control exam was done; the hsg (hysterosalpingogram) was performed and showed insert well placed on left and right side; unilateral occlusion of right side was also seen. The diagnostic of control examination was good insert position on right side and doubtful position on left. On (B)(6) 2011, a second essure insertion was done and lasted 55 minutes. During the procedure, general anesthesia was applied and she was pre-medicated with analgesics, hydroxyzine, nsaid. The insert was placed too deep into fallopian tube, the tuba erecta and mucosa fragment led to visualization difficulty. A removal attempt was done in order to perform a novasure thermoablation due to menorrhagia. On left side the insertion was difficult due to pre-ostial obstacle; the physician used 2 inserts because the first insert was rolled in tuba erecta. Unilateral placement was performed because insert was well placed on right. Additional procedure of endometrectomy performed before essure insertion procedure. This additional procedure did not make essure insertion harder. At 3 months follow up, she did not experienced post-procedural pain/cramps or bleeding. The contraception used for 3 months was macrodose progestagens. An abdominal x-ray was done and showed 2 inserts. As first hsg showed t-like shaped uterus, repeat control examination with hsg was planned at 3 months post-insertion but the patient never came back. Follow-up information received on 12-apr-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up received on 29-sep-2016 from investigator: the patient had a migration since more than 1 year (onset date in 2015). This event was considered non-serious but related to essure. The outcome was reported as unknown. Essure is ongoing. Follow up 12-oct-2016: follow up information was received from investigator. Patient had no drug allergy but she was allergic to latex. Investigator reported that plain abdomen x-ray and ultrasound performed at 3 months control were not satisfying. Both essure inserts were visualized on hsg performed on (B)(6) 2011. However, right insert was a little in distal position but no patency was observed, left insert was in very intra-cavitary position and patency was observed. On (B)(6) 2011, removal of left insert was performed. Novasure procedure was attempted but it failed. Bipolar endometrial resection was performed followed with insertion of a new essure insert on left side. Hsg performed on (B)(6) 2011 found right insert in the same position as previously. Left insert was in posterior myometrium with left tubal patency. Laparoscopy was suggested to patient but she refused. The patient was seen in (B)(6) 2012, she was in menopause. Reports received: left essure insert was well placed on ultrasound but right insert seemed to be in too distal position. Plain abdomen x-ray found essure positioned in projection of sacrum with aspect on right of slight up position. A few phleboliths were found in abdominal region. Hsg was performed on (B)(6) 2016 for control of tubal patency and found the following: uterus with slight lateral deviation on left; essure inserts positioned in proximal part of both tubes; passage of contrast medium and opacification of distal part of left tube; tubular lacunar endocervical pattern which could be suggestive of endocervix polyp. Operating report on (B)(6) 2011: clinical reminders: the patient had experienced menorrhagia following iud removal in (B)(6) 2010. Then, the patient had taken surgestone as contraception and essure inserts had been placed with no anesthesia on (B)(6) 2010. Visualisation of tubal ostia was difficult due to tuba erecta especially on right side. Trailing coils were not visible in uterine cavity in the end of procedure. Control at 3 months post-insertion, the two inserts were visualized on plain abdomen x-ray. Distance between the two implants was upper than 4 cm. Only one of the two inserts was visualized on ultrasound. Hsg was performed on (B)(6) 2011 showed good position of right insert at extremity of right tuba erecta, most part of left insert was in intra-cavitary position. Left tuba erecta was present too. Sligh opacification of left tube was noticed with no peritoneal passage. It was decided to perform novasure procedure due to menorrhagia. Intervention for thermoablation and essure insert placement performed on (B)(6) 2011 under general anesthesia: right insert was not visualized under hysteroscopy and most part of left insert was in intra-cavitary position, so novasure procedure was contraindicated. It was decided to remove this essure insert. Novasure procedure was tried but it failed. Endometrectomy and placement of left essure insert: placement of essure insert in left tube was performed. Insert was rolled in tuba erecta region. Insert was removed and another insert was placed with no difficulty. Four trailing coils were visible in intra-cavitary. Endometrectomy of the whole cavity was performed. Fluid loss was of 1 liter. Bleedings were normal. Pelvic ultrasound found absence of hemoperitoneum. Plain abdomen x-ray on (B)(6) 2011 found no abnormality in abdominal region. Hsg was performed on (B)(6) 2011 for control of good position of essure inserts and found the following: phleboliths in abdominal region; on right, tube was visualized upon 2 cm and then obstructed by right essure insert which was well placed; on left, the whole tube was visualized with peritoneal passage, essure insert seemed to not be in good position. Correction (12-oct-2016) following company internal review (nca reference number (B)(4) was added) and follow-up information received on 14-oct-2016: the investigator confirmed that event error of placement should replace events migration since more than 1 year and inserts not symmetric - markers incorrectly placed (right). The insert was placed in adenomyosis cavity, so in myometrium. Fallopian tube was patent. There was no perforation. Essure lot number was provided: 761618. Follow up information received on 24-oct-2016: the investigator considered the event "error of placement" as non-serious. Company causality comment: a (B)(6) female patient involved in an observational company-sponsored study (study number: (B)(4)), had essure (fallopian tube occlusion insert) inserted and an error of placement occurred. In addition, she experienced menorrhagia. Essure was ongoing at the time of report. Required intervention was performed but not specified. The reported events are anticipated according to essure's reference safety information. Considering the fat that the error placement occurred associated to insertion procedure, a causal relationship with suspect device cannot be excluded. Additionally, the pre-existing conditions adenomyosis and hypertrophic endometrium are consistent alternative explanations for menorrhagia. Therefore, this event is assessed as unrelated to essure. This case was regarded as incident due to required intervention (not specified). Based on the available information no product quality defect was confirmed. An updated product technical analysis (with lot number) and further information are expected.

Manufacturer narrative:
Follow up 08-nov-2016: the event error of placement was considered as non-serious and no surgical or medical intervention was required by investigator. Left implant was removed via hysteroscopy on (B)(6) 2011 and another essure was placed the same day. Right implant was still in place. Quality safety evaluation received on 24-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue and device shape alteration. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a (B)(6) female patient involved in an observational company-sponsored study (study number: (B)(4)), had essure (fallopian tube occlusion insert) inserted and an error of placement occurred. In addition, she experienced menorrhagia. Essure was ongoing at the time of report. According to additional information, the required intervention previously mentioned was the second essure insertion attempt and not related to serious injury. The reported events are anticipated according to essure's reference safety information. Considering the fact that the error placement occurred associated to insertion procedure, a causal relationship with suspect device cannot be excluded. Additionally, the pre-existing conditions adenomyosis and hypertrophic endometrium are consistent alternative explanations for menorrhagia. Therefore, this event is assessed as unrelated to essure. Upon receipt of additional information, which clarified that there was no intervention related to serious injury, this case was not classified as incident anymore. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.